Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. It was reported, during a ureteroscopy in the kidney using a ncircle tipless stone extractor, the basket failed to close. There were a total of three basket used during the procedures (refer to patient reference (B)(6)). They were being used to reposition a stone in the kidney. The stones were less than 1cm because they has first been broken up by a laser. The baskets were opened once, the stone was captured and then released. When the user attempted to close the baskets they were unable to do so. The basket wires were also reported to be broken. Another new basket was used to complete the procedure. Investigation ¿ evaluation: a visual inspection and functional testing of the returned devices were conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. Two devices were returned for investigation. Inspection of device a noted the device was returned with the handle and the basket formation in the open position. The mlla (male luer lock adapter) and collet knob were tight. The polyethylene terephthalate tubing (pett) measured 2.5 cm in length. The support sheath was noted to be bowed in appearance. The basket sheath was bent in several locations. One of the basket formation wires had been pulled out of the distal cannula. Functional testing of device a noted the handle could actuate the basket formation. Inspection of device b noted the device was returned with the handle in the open position and the basket formation in the closed position. The mlla and collet knob were tight. The pett measured 2.8 cm in length. The support sheath was severed at the nose of the mlla. It was found that 1.5 cm of the cannulated handle was exposed at the point of separation. The remaining support sheath and basket sheath were still adhered. One basket wire was found pulled out from the distal cannula. Functional testing of device b noted the handle could not actuate the basket formation. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The evidence from the returned devices confirm both baskets likely did not function properly during use. The provided information stated the baskets initially functioned to reposition stones. Devices are inspected for damage and functionality multiple times during manufacturing and quality control inspections. It is possible that the devices were damaged during use due to procedural factors such as the size, shape, or location of the stones, user technique, or interaction with another device such as the scope. There is no information provided related to procedural issues, therefore the definitive cause for the issue could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or even information to report.

Manufacturer narrative:
(B)(6). PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was report, during a ureteroscopy in the kidney using an circle tipless stone extractor, the basket failed to close. There were a total of three basket used during the procedures (refer to patient reference (B)(6)). They were being used to reposition a stone in the kidney. The stones were less than 1cm because they has first been broken up by a laser. The baskets were opened once, the stone was captured and then released. When the user attempted to close the baskets they were unable to do so. The basket wires were also reported to be broken. Another new basket was used to complete the procedure. According to the initial reporter, there were no adverse effects to the patient due to the alleged malfunction.